Event description:
It was reported the generator is displaying error 1 on bootup. Another generator was used for the case with no patient consequence. The customer was able to duplicate the error 1. The log revealed a6 power supply failure. The device will be returned.

Manufacturer narrative:
Eval summary: it was reported that the generator is being returned to the service and repair facility with error 1. The analysis site found that the unit boots up with error code 1 and replaced the main pcb to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record was not found at the service and repair site; therefore, no device history review can be done. The unit passed all qa functional testing and was returned to the customer.